Event description:
As reported, there was a hair inside the packaging of a 5f cobra 2 (c2) 100cm tempo angiographic catheter. There were no reports of patient injury. The packaging of the catheter was not opened and the sterile pouch was not received opened. The device was never used or reshelved. The condition was noted upon initial receipt of device. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 10106175 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d2, g1, g3, g6, h1, h2, h3, h6, and h10. As reported, there was a hair inside the packaging of a 5f cobra 2 (c2) 100cm tempo angiographic catheter. There were no reports of patient injury. The packaging of the catheter was not opened, and the sterile pouch was not received opened. The device was never used or reshelved. The condition was noted upon initial receipt of device. A sterile unit of ¿cath tempo 5f c2 100cm¿ was received for analysis. The pouch seals were intact, and the sterility was not compromised. During visual inspection, a long hair was observed inside of the packaging. The unit was inspected with a vision system to obtain a magnified image and confirmed the presence of a hair inside the pouch. Ftir analysis results of the foreign material were suggestive of hair. A product history record (phr) review of lot 18155302 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The complaint reported by the customer as ¿packaging/pouch/box-foreign material in sterile package-movable particle¿ was confirmed. One hair was found inside the sealed pouch. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿do not use if package is open or damaged.¿ per analysis of the returned device, the hair located inside the sterile packaging was found to be manufacturing related and an investigation was initiated to address this issue.